Manufacturer narrative:
(B)(4). Date sent: 12/16/2019. Date of event: publication year of 2013. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: clipless versus conventional laparoscopic cholecystectomy. Author : edward wills, ms-IV,1 and george crawford, md. Citation: journal of laparoendoscopic & advanced surgical techniques (2013); 23: 237-239. Doi: 10.1089/lap.2012.0387. This study aims to compare the use of the harmonic scalpel versus surgical clip placement for cystic duct occlusion in laparoscopic cholecystectomy. This retrospective study involves 208 patients undergoing laparoscopic cholecystectomy for both inpatient and elective surgery during the time period of may 4, 2011¿june 13, 2012. Patients were chosen randomly at the discretion of the surgeon to receive a single surgical clip (n-151) or use of the harmonic scalpel (ethicon) (n-57) for cystic duct occlusion if the cystic duct measured less than 5 mm. If surgical clips were used, the harmonic scalpel (ethicon) was additionally used to cut the cystic duct. Reported complication in the surgical clip group included non specific abdominal/mild abdominal pain (n-?), bile leak due to cystic duct leak (n-1) and subsequent biloma formation (n-1) in which the patient was readmitted. Reported complication in the harmonic scalpel group included non specific abdominal/mild abdominal pain (n-?), bile leak due to cystic duct leak (n-1) in which the patient was readmitted, and failure of manual testing of the cystic duct seal after harmonic scalpel use (n-3) in which the patient were converted to surgical clips. In conclusion, the use of the harmonic scalpel at the discretion of the surgeon is an effective choice for cystic duct occlusion.